Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at an unknown time on (B)(6) 2016. The patient is on insulin pump therapy. The patient denied making any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient denied developing any symptoms as a result of the alleged meter issue. On (B)(6) 2016 the patient visited her diabetic instructor and then her doctor on (B)(6) 2016 at 4.20 pm. The patient received no treatment during either visit; both visits were attempts to fix her meter. A blood glucose reading was taken during both visits: she received readings of 159 mg/dl on the diabetic instructors meter and 139 on the doctors/clinics device. During troubleshooting the csr confirmed that this was not the first time the meter had been used and that the test strips had been stored properly, had not expired and had not exceeded their discard date. The patients testing steps were confirmed as correct. The reporter was able to confirm that the test strips filled with blood completely. The issue could not be resolved on retest. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.